Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The rv lead was explanted.

Event description:
Additional information received indicates that the system was also explanted due to erosion. The right ventricular (rv) lead anchor was found to be eroding through the skin at the erosion site. There were no additional adverse patient effects reported.